Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient is having to charge the ins more often about a week ago, but patient clarified that it was (B)(6) 2020. Patient stated she had no falls or trauma and had never been in an overdischarged state. Patient stated when she charges, she get all coupling boxes and charges to 100%. Patient was redirected to follow up with healthcare provider to have her ins interrogated. No symptoms were reported. No further complications were reported or anticipated.